Event description:
The customer tested her blood glucose using her contour meter and received a reading of 109 mg/dl. She also tested her glucose using another meter and received a reading higher than 200 mg/dl. If the other meter read 231 mg/dl or higher, the difference between the readings would fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent for further troubleshooting, so no product will be returned.